Event description:
Customer calling on behalf of (B)(6), end-user, wheel locks not working either side of chair. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xt, serial number/date code and age of product are unknown. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. An unknown facility called stating that the wheel locks on the consumers 9xt manual wheel chair are allegedly not working, on either side on the chair. The consumer has had the chair for approximately 3 months. No injury alleged.